Event description:
It was reported that following the implant of this right atrial (ra) lead, the lead appeared to be capturing the ventricle. A chest x-ray confirmed lead dislodgement, and a revision procedure was subsequently scheduled. It was noted that the patient is not pacemaker dependent. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
This lead was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.